Manufacturer narrative:
No rewind anomalies noted during testing. No motor noise anomalies noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Unit received with pillowing keypad overlay, scratched, peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label and scratched case. Moisture damage on motor assembly and force sensor assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump rewind was louder than before scroll option slower than normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.